Manufacturer narrative:
The device was returned and the evaluation found the endoscope image could not be displayed due to a system failure of the printed circuit board and there were traces of liquid on the board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center suddenly had no image and the screen went dark. After several restarts the processor got stuck with the olympus logo and there was no image visible. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Event description:
It was reported, the video system center suddenly had no image and the screen went dark. After several restarts the processor got stuck with the olympus logo and there was no image visible. The issue occurred in the beginning of a therapeutic general surgery procedure. There was a ten minute delay in procedure and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned and the evaluation found the endoscope image could not be displayed due to a system failure of the printed circuit board and there were traces of liquid on the board. Should additional relevant information become available, a supplemental report will be submitted.